Event description:
It was reported that tempus pro while using the vl (video) the monitor froze, then reboots and goes back to the patient monitoring screen. The customer says they then unplugged the vl and plugged it back in and it worked great.